Manufacturer narrative:
In response to FDA report number: mw5107955. Additional, changed, and/or corrected data: b.5, b.6, g.2, h.6 . The event of "liquid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side rupture. Patient additionally reported right side "pain in my right breast. [Breast] started getting hard" and "liquid." Patient reported "a lump" which was determined to be not device-related. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a broken shell, part of the shell is missing, and device was underweight. A microscopic analysis was performed which identified, a sharp edge with non-penetrating nicks assessed, as a surgical impact opening. A dimension measurement in the shell was performed which identified, the thickness within specification and stress marks. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as a surgical impact, non-penetrating nicks. And missing shell assessed, as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.